Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 8mm france vig experienced cannula piercing through the shield and a needle stick injury prior to use. The health care professional received a needle stick injury as a result of the product defect, and stated that other device operators may have potentially received needle stick injuries as well. It has not been specified whether any medical intervention was sought or received as a result of the needle stick injury. The following information was provided by the initial reporter: as explained in the previous email, I took a bag out of the box of 100 sringues, a needle came out of the cap, so I pricked myself and the customer, and maybe another person before me. The needle pierces the orange protective cap while it is still packaged in its original plastic bag. The order of the product was placed by our wholesaler on 28.02.2019 and received at our premises on 01.03.2019. Nature of the claim: risk of contamination due to a needle passing through the orange protective cap in 1 bag of the 100 cip syringe box 7864169.

Manufacturer narrative:
This complaint has been identified as a duplicate of MFR report#: 2243072-2019-02847, therefore this complaint should be disregarded. Any additional information regarding this incident will be in included under MFR report#: 2243072-2019-02847.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 8mm france vig experienced cannula piercing through the shield and a needle stick injury prior to use. The health care professional received a needle stick injury as a result of the product defect, and stated that other device operators may have potentially received needle stick injuries as well. It has not been specified whether any medical intervention was sought or received as a result of the needle stick injury. The following information was provided by the initial reporter: as explained in the previous email, I took a bag out of the box of 100 syringes, a needle came out of the cap, so I pricked myself and the customer, and maybe another person before me. The needle pierces the orange protective cap while it is still packaged in its original plastic bag. The order of the product was placed by our wholesaler on (B)(6) 2019 and received at our premises on (B)(6) 2019. Nature of the claim: risk of contamination due to a needle passing through the orange protective cap in 1 bag of the 100 cip syringe box (B)(4).